Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The cause of the peritonitis was unknown. The patient was treated with injections of vancotroy (2 gram, stat, intraperitoneally) and injections of gentamycin (20mg, intraperitoneally, once daily for 21 days) for peritonitis. The action taken with dianeal therapy was not reported. The outcome of the event is unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The patient was reported to be recovering from the event of peritonitis and antibiotic therapy was ongoing. Should additional relevant information become available, a follow-up will be submitted.